Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer¿s husband reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that cracks around the battery compartment opening. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.